Event description:
A report was received that during a lead revision procedure, the pt's ipg had blood and fluid around the port where the lead inserts into the device. The physician elected to replace the ipg. The pt was reportedly doing well following the procedure.